Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having emergency services visit her house due to low blood glucose of 50 to 53mg/dl. The customer had stroke symptoms. Customer was treated at her house until their blood glucose went to 140mg/dl. Customer declined low blood glucose troubleshooting. No further troubleshooting was performed.